Event description:
It was reported, the ipg cannot longer communicate with the programmer and charger. It was also reported, the pt is no longer receiving stimulation. The pt has not recharged the ipg site. The pt had elected to have her scs system explanted on a later date.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.